Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error or open book image alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify no delivery/occlusion alarm due to critical pump error or open book image alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
It was reported that the insulin pump received an insulin flow blocked alarm. The customer's blood glucose level was 195 mg/dl at the time of the incident. The customer reported that they got the same alert even after changing the set and reservoir and while filling the tubing. It was reported that the insulin exited. The customer stated that the insulin pump alarmed insulin flow block during fill tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.